Event description:
On (B)(6) 2025, the user reported receiving an alert 56 (excessive host resets) on the ilet device. The user restarted the device per guidance, and the alert cleared upon reboot. No symptoms, external assistance, or medical intervention occurred. No blood glucose impact was reported, and no further assistance was requested.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.